Event description:
Additional information was received from the patient. They reported that cause of the possible lead migration/disconnection was determined. The issue was confirmed resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2c73p, implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are : product ID: 978b128, lot#: va2c73p, implanted: (B)(6) 2021, product type: lead. Product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called in for assistance decreasing stimulation. Patient said in the evening they felt a sharp strong stin sensation. Reviewed how to decrease stimulation. Patient will monitor sensation and decrease more if needed. Additional information received from the patient. Patient called back and repeated information regarding stimulation feeling too when lying down and asked about decreasing setting. Reviewed therapy information and general programming guidance. Also reviewed indications, rechargeable system and redirected patient to contact implanting facility for cost information. Redirected patient to discuss reason for recharge-free implant instead of the rechargeable implant. Additional information received from the patient. The patient indicated that stimulation feeling of been strong was resolved by reducing stim, however their issue has not been resolve yet. On (B)(6) 2021 additional information was received from the patient. The reason for call was patient said they increased stim and don't feel anything. Patient said they are not getting a 50% reduction in symptoms. Patient said the hcp s uggested they change programs. Patient said the hcp thinks the lead might have moved or disconnected. Reviewed how to change programs. Patient changed from program 4 to program 5 and increased stim but wasn't able to feel stim. Patient said they will try program 5 and follow up w/ hcp. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Pt reported since implant when their bladder is full, they have felt a very sharp vibration where the ins is located on the outside of their upper buttock but that was reduced, when they reduced settings, when they called in in mid-may from 3.5 setting to 2.5 pt also reported since april and may getting cramps for their bowels and they noticed in (B)(6) the cramps had stopped. Pt said they kind of noticed in (B)(6) , they felt no sensation no matter what they did pt said on friday, (B)(6) 2021- increased stim back up to 3.5 the patient was redirected to their healthcare provider to further address the issue. See crts/case # see (B)(4) for the report of reducing stim. Pt also reported their communicator was at 18 percent and asked how to recharge it. Reviewed information.